Event description:
Additional information received reported that the patient still had concerns regarding her device or therapy but had sought further help. The patient had an appointment on (B)(6) 2013. The patient wrote that she was in severe pain and did get help from her doctor.

Manufacturer narrative:
Concomitant medical products: product ID 3031a, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer, patient; product ID 3889-28, lot# j0504268v, implanted: (B)(6) 2005, product type: lead; product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2005, product type: extension; product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3889-28, lot# j0504268v, implanted: (B)(6) 2005, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that while stimulation is turned on and off, the following occurs: the patient was feeling a shocking and burning se nsation; this started last sunday. When shifting her body over to the left, the patient noted a shock and burn. What the patient was feeling on the right side was different from on the left side. The patient was feeling it turn on and off. The patient was feeling tingling down her leg and in her feet. The patient had an appointment scheduled with her hcp (healthcare provider) to check ins. The ins was different than the last ins; it protruded out of her skin. The patient had the ins off and was feeling stimulation. The patient turned down the stim. Program 3 at 0.0 and feeling stim in the groin area. Prog 4 at 0.0. No falls or accidents were noted. It was also reported that the patient saw their doctor and received confirmation that one of her leads had impedances over 4000 ohms. The patient will no longer be using program 1 and will only be on program 2. 2 saturdays ago, the patient leaned over the bed and she felt a jolt. The patient received the secondary jolt 2 days later. The patient had felt discomfort in the past and she thought it was that. A burning sensation was noted. The patient went to see the doctor the following week. The doctor confirmed with her that "one of my leads has impedances and it is over 4000 ohms. So we will no longer be using lead # 1. She said to stay on program 2 only." If additional information is received, a follow up report will be sent.